Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). In addition, it was noted that the alert was suspected to have falsely triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.